Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured when being removed by the surgeon.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products: tibial articular surface provisional right size ef catalog # 42527000505 lot # 62785327. Multiple MDR reports were filled for this event: 0001822565-2016-02870. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual examination concludes that the returned device is fractured on the medial side of the post all pieces. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional (tasp) construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp components in this complaint were manufactured before the design modification. Left top shim was in right trial tray and wasn't noticed. Surgeon tried putting in the shim but it was not sitting in patient. While trying to make it fit, it broke. The persona surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon was trying to make a left tasp top fit with a right tasp bottom. The complaint is considered confirmed as the returned tasp is fractured. The likely condition of the part when it left zimmer biomet control is considered conforming based on the manufacturing review and returned product.